Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that event did not occur, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
(B)(6). It was reported that patient underwent knee manipulation to resolve a rom limitation issue.